Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a bolus via the pump that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased to 40s mg/dl. Customer called ems (emergency medical services) and went to the emergency room. Customer was subsequently admitted to the hospital and treated with dextrose, resolving the issue with no permanent damage. Customer declined to provide further information.